Manufacturer narrative:
(B)(4). The field service representative (fsr) verified that the pump would not run. The fsr found that the cardioplegia (cpg) march pump was the source of the problem. The march pump was replaced. The unit operated to manufacturer's specifications. The suspect part will be returned to the manufacturer.

Manufacturer narrative:
(B)(4). Diligence attempts are still ongoing for additional information.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler (tcm ii) machine cardio pump would not run. The unit was repaired in field. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.